Manufacturer narrative:
No new information was reported regarding the event; however, the patient called in and also reported that the pump was replaced. Therefore, this supplemental MDR is being submitted to mark consumer in section g3 as the patient is now also a report source for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pump was alarming every minute in (B)(6) 2017. The patient said her battery died and it lasted longer than she expected. The patient had a new pump implanted on (B)(6) 2017. The pump was flushed with saline.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, 15 mg/ml at 0.09 mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported a critical alarm occurred, pump in safe state, reset occurred. The patient was experiencing withdrawal, vomiting and fatigue. The company representative would contact the healthcare provider with the pump alarm/reset status. The pump estimated eri (elective replacement indicator) was 8 months. No further patient complications were reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine at 15.0 mg/ml at 0.720 mg/day. The pump was returned and destructive analysis identified a high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that per the reporter this was a non-compliant patient as the pump was supposed to be 3 weeks ago for the pump replacement and it did not get accomplished until yesterday (B)(6) 2017. It was also reported that this patient was a "drug seeking patient" as the patient would go to the hospital, say the pump isn't working and receive drugs from the hospital staff.